Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. There was no impact to the customer's blood glucose level. Customer declined further troubleshooting with tandem technical support and reverted to an alternate pump for insulin therapy.